Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized due to high blood glucose of 557 mg/dl. Diabetic educator would go over information in carelink to see if settings need adjusting. Customer declined transfer to helpline. Attempts were made to contact customer regarding hospitalization and a voicemail was left. Further attempts would be made to contact customer.